Event description:
A provider was attempting to use the "arthrex sabre sj 3.0" when the interior rotating piece broke off into the patient. The piece was retrieved by the or team, and an x-ray was done to ensure that all pieces were accounted for. Manufacturer response for blade, saw, general plastic surgery, surgical, arthrex (per site reporter). The vendor said he is interested in seeing the device and possibly taking it with him.